Event description:
It was reported that during a sigmoid colon resection procedure, the device cut without stapling. Another device was used to complete the procedure. This occurred on the 1st firing. It is not certain which setting was being used at the time. There was no patient consequence.

Manufacturer narrative:
(B)(4). Results: incomplete/interrupted cycle the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were two unformed staples present stuck to the washer indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.